Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2010. According to the complainant, during the procedure, the physician successfully placed four of the seven bands however, the physician was unable to place the three remaining bands. Each of the three bands was deployed onto a varix but subsequently fell off of the vessel. It was reported that adequate suction and red out were achieved before each band was deployed and that the bands were deployed correctly. It was also reported that there was no visible damage to the device. The three bands that did not affix to the varix fell into the stomach of the patient. The physician did not attempt to remove the bands and decided to let the bands pass naturally. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
No code available (bands falling varix). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).